Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the convenience kit product family and the failure mode "device - air bubbles. " no adverse event was indicated. Returned for evaluation was a 3-valve compensator manifold and a 12ml syringe. As received, the manifold and syringe contained dried contrast and bio material {blood} inside and out. A visual inspection was performed on the manifold and syringe components: the manifold female luer lock end port contained slight rotational gouge marks inside the threaded area, and slight damage was noted to the female threads. The damage noted is consistent with previously viewed sample of over tightened connections. No other damage was noted to the returned manifold or syringe. A leak test was performed on the compensator manifold; leak test passed. The female end port and side ports threads were measured using calipers and found to be within specification. Additionally, the female taper of the manifolds were also verified to meet specification. The manifold female end port was dry connected and disconnected to syringe three times. No connection issues were observed. A vacuum leak test was performed on the syringe using a vacuum gauge; the sample passed the leak test requirements. The male taper of the rotating adaptor (ra) was verified to meet specification. A simulated use inspection was performed on manifold and syringe to recreate the complaint description. The syringe ra was connected to the female end port of the manifold. The entire system (syringe, manifold) was primed and de-bubbled using the 12ml syringe that was returned with the manifold. Fluid was drawn into the primed system by aspirating the syringe piston by hand. No air was observed during 5/5 aspirations. The reported complaint description of air entering the kit during priming was not able to be confirmed. Visual inspection did show slight damage to the female threads and rotational gouge marks inside the threaded area of the returned manifold. The damage noted is consistent with previously viewed sample of over tightened connections. No damage was noted to the returned syringe. The returned syringe sample was evaluated and found to be visually and functionally acceptable, i.e. Met specification. No manufacturing related or any other defects were noted during the evaluation. A possible root cause for this complaint is over-tightening the connection between the r/a of the 12ml syringe and the mating female luer of the manifold. The directions for use packaged with the kit contains the caution: "ensure that you are making secure connections when using this device to prevent the introduction of air into the system that could result in embolism and in rare instances of death. All connections should be finger tightened. Over tightening can cause cracks and leaks to occur that could result in embolism and or exposure to biohazards. Examine product carefully for entrapped air and fully debubble prior to injection to minimize the potential for embolism and in rare instances death." (B)(4).

Event description:
As reported by angiodynamics' distributor in (B)(4), at a hospital, "air entered the (convenience) kit during priming several times." It was not reported that air was injected or that there was a patient injury. The used kit was returned to angiodynamics for evaluation.